Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to urinary tract infection and high blood glucose. The cause of death was urinary tract infection. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 700 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by greater than 2 days prior to passing. The customer was not using sensors. The caller declined to return the insulin pump for analysis.